Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The catheter for the ablation system was returned to the manufacturer for evaluation. Testing found that the drip chamber on the tube was attached backwards, resulting in the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the saline tube would not flow saline through the return bag. Air blockages were attempted to be cleared without resolution. A new tube was used to restore functionality. There was no patient present when this issue was identified. No additional information was provided.